Event description:
The customer reported that the system was down and the software was corrupted. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software and replaced a blown fuse. The system operates as intended.